Event description:
Information received with return of the explanted device notes loss of ventricular sensing. The sensing improved with replacement of the pulse generator. The patient was fine after the event.